Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, starting an implant and device was interrogated which recorded a fault code with yellow screen. Boston scientific technical services (ts) explained that this device was in cold environment and need to send in a data to get this device cleared for implant. This device was not in service. No patient involvement. Additional information received indicated that this device was cleared for implant. This device set a low voltage fault due to cold temperature and the battery recovered once it was warmed. This was an expected behavior. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, starting an implant and device was interrogated which recorded a fault code with yellow screen. Boston scientific technical services (ts) explained that this device was in cold environment and need to send in a data to get this device cleared for implant. This device was not in service. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.